Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was above specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.